Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that switch one does not work due to damage, third party repair was performed on switch one, color ring has a crack, air/water cylinder has foreign objects and no color, air/water tube has foreign objects, suction cylinder has no color, a dent in the forceps channel pork, scope ID has number of max and the cumulative uses was reached, label on the suction connector was damaged, electrical connector has discoloration due to water leakage, auxiliary water was not emitted forward from distal end due to buckled jet tube, the bending angle in up direction did not meet the standard value due to wear of angle wire, shaved plastic distal end cover, chipped objective lens adhesive, corroded light guide lens adhesive, scratched bending section cover adhesive, and connecting tube is snaking and had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ring on handpiece was torn on the gastrointestinal videoscope. During the device evaluation, it was found that the air/water tube and cylinder has foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the air/water cylinder and air/water channel could not be identified and a definitive root cause of the issues could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: gif-h185 operation manual chapter 3 preparation and inspection. Gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.